Event description:
High calcitonin results were obtained on an immulite 2000 instrument. Other samples of the same patient were tested in a different laboratory and the results were below the detection limit. There are no known reports of patient interventions or adverse health consequences due to the high calcitonin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data. The cause of discordant calcitonin results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.